Event description:
The customer reported having issues with prime/rewind. The blood glucose was 309mg/dl. The caller stated that insulin continues dripping after the motor stops during the manual prime process. Troubleshooting was performed, and found that the device was stuck on rewind/prime loop. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with missing end cap sticker.